Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided, the single leaflet device attachment (slda) is the result of patient anatomy. The tissue damage is the result of the slda. The tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet, damaging the leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. After deployment, it was noted the clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The pml appeared to be damaged. Two additional clips were implanted on the medial and lateral sides of the slda clip to stabilize it, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.